Event description:
It was reported that the device was explanted after an implant duration of approximately 35.57 months. On (B)(6)2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.